Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip system instruction for use states: "the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation." The investigation was unable to determine a cause for the reported difficult to remove (clip caught on chordae). The reported tissue injury (flail and ruptured chordae) appears to be related to the difficult to remove (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedure. The reported unexpected medical intervention was a result of case specific circumstance there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult removal and tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. One clip was successfully implanted, reducing mr to a grade of 1-2. The procedure was continued as the mitraclip devices were going to be used to treat tricuspid regurgitation (tr) with a grade of 5. It was noted a new steerable guide catheter (sgc) needed to be used due to the first sgc becoming kinked when fixing the sgc into the stabilizer. An xtw clip was then inserted into the tricuspid valve. While grasping, the clip became caught in chordae. The clip was removed from the chordae, but a flail on the anterior leaflet and ruptured chordae were observed. Therefore, the clip was repositioned and placed at the location of the flail. An additional clip was successfully implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.